Event description:
It was reported that after a gastroplasty with bypass technique by video laparoscopy, two days after the procedure a surgical reapproach was necessary in the patient due to a bleeding that the patient presented and according to information, the location of the stapling had presented a fistula and it was necessary to redo the staple line.

Manufacturer narrative:
(B)(4) date sent: 7/25/2025 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What color cartridges were used? Did the surgeon wait 15 seconds prior to firing? Were any staple formation issues noted in the initial procedure? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.